Manufacturer narrative:
The device was returned and the evaluation found that the e315 error occurred due to a defective charged coupled device unit. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the colonvideoscope exhibited no image and a e315 error (scope communication error). The event was found during preparation for use in an unknown diagnostic procedure and the procedure was completed with a similar device. There were no reports of patient harm.

Event description:
The customer reported that the procedure was a therapeutic colonoscopy.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue was identified. During investigation, the customer's reported issue was confirmed. Based on the results of the investigation, the root cause could not be identified. However, it is likely that a damaged charged coupled device unit led to the malfunction resulting in the e315 error. The event can be detected by following the instructions for use which state: "chapter 3 preparation and inspection this section describes the equipment to be prepared before using the product and how to inspect it. 3.1 preparation and inspection flow this section describes the workflow described in this chapter. Before using the product, be sure to perform the preparations and inspections shown below. Also, inspect the related equipment used in combination with this product in accordance with their electronic attachments and instruction manuals. If any abnormality is suspected upon inspection, take action according to chapter 5. If it is obvious that the endoscope is malfunctioning, do not use it and send it for repair in accordance with '5.4 when to send the endoscope for repair'. Warning using an endoscope suspected of malfunctioning may not only prevent it from functioning properly but may also damage the instrument or injure the patient or surgeon. Chapter 5 troubleshooting: the countermeasures against troubles are described in this chapter. 5.1 troubleshooting if any irregularity is observed during the inspection described in chapter 3, 'preparation and inspection', do not use the endoscope and solve the problem as described in section 5.2, 'troubleshooting guide'. If the problem still cannot be resolved, send the endoscope to olympus for repair as described in section 5.4, 'returning the endoscope for repair'. Also, should any irregularity be observed while using the endoscope, stop using it immediately and withdraw the endoscope from the patient as described in section 5.3, 'withdrawal of the endoscope with an irregularity'. Warning never use the endoscope on a patient if an irregularity is observed. Damage or an irregularity in the endoscope may compromise patient or user safety and may result in more severe equipment damage." Olympus will continue to monitor field performance for this device.